Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, embedded particles were observed with the syringe barrel. A device history review was performed for reported lot 2312014, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Retained samples of the same lot were used for additional evaluation. All products were inspected, no foreign material or embedded material was observed within any of the devices. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, this defect can occur due to burnt material generating during the molding process and becoming injected into the syringe mold, embedding the burnt material as seen in the sample provided. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Contamination syringe: we found contamination in bd syringe 50 ml today. It is stuck in the side wall but would like to start the complaint procedure in this. Can you please indicate what step I should take now? When was the problem identified (before use on the patient, during preparation for use, or during use)? During the preparation of the infusion so the patient did not notice. Did the defect result in serious injury? No. Did the treatment plan need to be adjusted as a result of this incident? No did any medical intervention need to be carried out as a result of this incident? No did any other actions need to be taken as a result of the defect? Not really. Only grab a new syringe to complete the preparation.